Event description:
Richard wolf medical instruments (B)(4) was notified by richard wolf medical instrument corp (rwmic) about the event described below. Richard wolf medical instrument corp (rwmic) was notified by one of its sales reps that during a bipolar turp procedure, one of the nurses touched the head of the pt and was shocked. Nurse reported the head of the pt was shocked. Nurse reported losing hearing for a while. No injury to pt was reported. Three possible suspect devices below were being used at the time of the incident, they consist of the following: bipolar cable (ID #(B)(4)) report 9611102-2014-00015. 2) working element (ID# (B)(4)) report 961102-2014-00016. 3) generator erbe vio 300d esu. Facility(B)(4).

Manufacturer narrative:
An investigation has not yet been completed as the actual devices are in transit to the rwmic facility. Rwmic will then send devices to rw (B)(4) for investigation. Two requests for add'l info has been submitted by rwmic, no response as of (B)(4) 2014. Rw (B)(4) considers this matter open. When rw (B)(4) receives add'l info, follow up will be sent to FDA.

Manufacturer narrative:
The four bipolar cables were checked at the company "erbe". Three of them have pointed out voltage breakdowns in the high-voltage test. The voltage breakdowns have nothing to do with the incident directly and did not cause the electric shock described. The voltage breakdowns during the high voltage test are due to material aging by frequent processing. (Age of cable between 2 and 4 years). We conclude that due to leakage currents on the perception of power could have come in contact with staff. This is a well-known effect in the context of bipolar turp. In the IFU of the "erbe vio 300 d hf" unit is explicitly pointed. To prevent this phenomenon as much as possible, it is recommended that the devices effect level relative to the desired surgical effect is set as low as possible. A link between the use of the rf device and the incident can be traced. (B)(4) considers this matter closed. If we receive additional information according the event, we will provide FDA with follow-up information.